Manufacturer narrative:
Initially, it was reported that the product code was d132705 (thermocool® smart touch¿ bi-directional navigation catheter). However, the product that was received is a d134805. Additional information was received on 4/21/2021 and it was confirmed that the correct product code for this complaint is d134805, with lot 30435790m (thermocool® smart touch® sf bi-directional navigation catheter). Therefore, the following fields were populated on this report: d4. Catalog: d134805 d 4. Lot: 30435790m d 1. Brand name: thermocool® smart touch® sf bi-directional d 4. Unique identifier( UDI): (B)(4) d 4. Expiration date: 9/8/2021 h 4. Device manufacture date: 9/9/2020 device evaluation: the bwi product analysis lab received the device for evaluation on 04/14/2021. The device evaluation was completed on 5/3/2021. It was reported that a 69-year-old male patient (229lb) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the very end of the procedure, while ablating the right pulmonary veins, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 250cc of fluid from the pericardial space. The patient stayed overnight to monitor the effusion. The patient was reported to be in stable condition and had fully recovered from the event. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30435790m number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000867150 per internal review on 5/18/2021, it was noted that on the initial report, the h6. Health effect - impact code of f08 for prolonged hospitalization is incorrect. The correct code is f15 for recognized device or procedural complication. Therefore, h6. Health effect - impact code was populated with f15 on this report.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 69-year-old male patient ((B)(6) lb) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At the very end of the procedure, while ablating the right pulmonary veins, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove 250cc of fluid from the pericardial space. The patient stayed overnight to monitor the effusion. The patient was reported to be in stable condition and had fully recovered from the event. The physician¿s opinion on the cause of the adverse event is that it is procedure related and may have occurred during transseptal puncture because at one point, he did not know if the sheath (cardiaguide) was across the septum or not. It could also be due to the trouble encountered while isolating the right pulmonary veins and extra lesions had to be done. It may have caused a micro perforation during that time with the catheter. Transseptal puncture was done with a brk 1 abbot needle and cardiaguide sheath. There was no evidence of steam pop during the ablation. Standard flow settings for the irrigated catheter were used, 8 and 15 high flow. Correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. No biosense webster, inc. (Bwi) product malfunctions nor error messages were observed. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were 2.5 mm, 3 seconds, 3 grams, 30% of time, tag size 3. No additional filter was used. Surpoint tag index value was used as coloring option.